Event description:
We opened a medium drape and it had what looks like a piece of an ironing board cover from the manufacturer in the sterile pack, it did not come in contact with the patient. Unknown material, possibly gray colored compressed dust, in inner fold of drape.